Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Nurse described the area as blisters on back . It's unclear if the nurse who spoke with support services applied any creams or ointments to the blisters. Reporting out of an abundance of caution. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation improved.